Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 3 of 3 for the same event. Reports 1 and 2 are reported on MFR #0001032347-2016-00219 & 0001032347-2016-00220.

Event description:
It was reported that screws broke during insertion below the screw head. It is stated that "it wasn't possible to remove all screw fragments." It is also stated that "the cranioplastic which was used could not be fixed as intended." The cranioplastic referenced is a non-zimmer biomet product.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report 3 of 3 for the same event. Reports 1 and 2 are reported on MFR #0001032347-2016-00219-1 and 0001032347-2016-00220-1. However there is no return for report #0001032347-2016-00219 so 0001032347-2016-00219-1 will be submitted upon the completion of the product evaluation.

Manufacturer narrative:
The reason for the return of the 91-6107 screw is not clearly stated. The events surrounding the complaint are not clearly stated. Several attempts were made to retrieve more information, however no additional information was received. Not all devices reported were received for evaluation. The screw was measured for overall length with a caliper and found to be meet specifications. The screws were visually evaluated using a digital microscope. The screw showed signs of use, typical of attempted insertion. The slots in the head of the screw shows signs of use but no significant damage, indicating the screw retained the blade allowing a high torque on the screw to be achieved. The screw was functionally tested using driver blade. The screw was able to be inserted into white oak and also exhibited good retention on the blade. The major diameters were confirmed to be in specification using micrometer. The manufacturing lot number is unknown and therefore the DHR (device history record) the parts IFU (01-50-1114bm rev g) warns that 'intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.' The complaint was confirmed only for part number 91-6106 (report 0001032347-2016-00220) as the screw has been fractured in the threaded portion of the screw. There are no indications of manufacturing defects. Multiple screws from multiple lots and varying lengths were reported to have broken in this surgery. This supports that this failure was not likely a material issue and was more likely related to the specifics of the surgery (surgical technique, patient variables, etc.) The most likely cause of the damage is excessive force applied to the screw during use. Supplemental report two of two for the same event, reference 1032347-2016-00220-2. The device reported in 1032347-2016-00219 was not returned to the manufacturer.